Event description:
The customer alleged that while performing an extended self-test on the ventilator, it was noticed that the alarm would not sound. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. During the inspection, the nellcor puritan-bennett customer support engineer did notice that the cable connection to the front panel didplay "pcb" was loose. The nellcor puritan-bennett customer support engineer tightened the connection. The unit passed extended self-testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.